Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump random and unexplained insulin flow blocked alarms. The customer also reported that the down arrow keypad button is hard to press and the rewind process is louder than normal. The customer declined to provide their blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.